Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 10mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 12 atm upon second inflation. The device was simply pulled out without any problem. The procedure was completed with another of the same device. No complications reported and the patient's status is good.